Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that the customer had given a bolus with the insulin pump to correct the high glucose, but the customer's glucose level still kept rising. It was stated that the customer took off the insulin pump before he went to the hospital. Troubleshooting was performed, and no leaks were observed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.